Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and successfully reset it; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.